Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a separation between the pebax and 3rd electrode. During the procedure, the contact force suddenly raised from 1g to 30-50g while the roof was ablated. This occurred approximately one hour after the qdot micro catheter was inserted, during ablation. The issue was resolved by replacing the qdot micro catheter to another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between pebax and the third electrode, and a reddish material inside it. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number 31367954l, and no internal actions related to the reported complaint were identified. The reddish material inside the pebax could be also related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions were being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).